Manufacturer narrative:
The investigation conducted by field service engineering found that system error code #23008 experienced by the site was associated with the left master tool manipulator (mtml). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the pt from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtml. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #23008 appears when the da vinci s safety systems determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci in a "nonrecoverable safe state". As of july 16, 2009, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s surgical procedure the customer experienced multiple occurrences of system error code #23008. With the assistance of a field support engineer, the site power cycled the system and swapped the pt side manipulators, however, the issue persisted. The surgeon decided to convert to traditional open surgical techniques to complete the procedure. No pt harm was reported.